Event description:
It was reported, the pt experienced discomfort at the ipg site due to the location of the ipg. Surgical intervention was undertaken and the pt's ipg was explanted and replaced. The replacement ipg was implanted in a different location and the discomfort was resolved.

Manufacturer narrative:
Recall: 1627487-12192011-003-r. This ipg serial number was included in field advisories. Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.